Manufacturer narrative:
Filmecc is conducting a retrospective review of world-wide complaints received after 510(k) clearance but prior to commercial release in the united states. This MDR is being filed based on the outcome of that retrospective review. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423ns1,vgw1430ns1,vgw1423ns3,vgw1430ns3) over the past threeyears showed that the number of events of polymer jacket peeling was small and did not show an increasing trend. [Returned product investigation] since the product was already discarded in the user facility, the product was not available for the investigation. Based on the information obtained that the tip of the product had been caught in the lesion due to severe calcification and the polymer jacket may have peeled off during the removal of the product, it was presumed that excessive load that exceeded the strength of the product during use caused the problem. As a result of above investigation, although it was concluded that this event was not attributable to product quality but to the procedure, we cannot completely rule out the possibility that detached pieces were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings]: ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects]. Possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).

Event description:
It was reported that vassallo gt .014 ns3 (the product) was used in a case of a lesion in the illiac artery with severe calcification and occlusion rate was 70% to less than 100%. When the product was visually inspected after being removed from the patient's body, it was found that the polymer jacket within a range of less than 5 cm from the tip had peeled off, rolled up, and gathered together. The procedure was completed using another product (details unknown) and there were no health hazard on the patient.